Event description:
The pt complained of medial compartmental pain. It was found that the femoral component was fractured at the right condyle. Revision surgery was necessary.

Manufacturer narrative:
The femoral component was received in two pieces having fractured transversely at the medial posterior distal chamber. Stereobinocular examination of the fracture surfaces up at 60x magnification revealed the fracture mode to be that of fatigue. The fractographic features suggest that the origin was is the region of the lateral pocket rim, however, an exact origin could not be identified. No material or manufacturing defects were evident in the device. At this time, jjpi considers this file closed.